Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. Customer stated they was admitted to intensive care unit. Customer treated with intravenous fluid in the hospital. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.